Event description:
Procedure: esophagectomy. According to the reporter: customer stated that the ppcea25 was used after the removal of the impaired esophagus. The anastomotic stoma was not cut out completely when it is fired, and it cannot be withdrawn. The doctor dealt with the issue by hand.

Manufacturer narrative:
(B)(4).